Event description:
The customer reported to philips hlthcare that there was an error 1000 when the defibrillator was powered on. There was no reported pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted once the investigation is complete.